Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: "pump alarmed blood was completed however blood remains in bag, error with pump. 1 unit of rbcs to be transfused over 3.5hrs, the volume of the blood in the bag was 296mls and the rate was running at 84.58mls/hr. There were no issues noted with IV access, the IV given set was for blood components and the braun pump appeared to be running with nil issues. Clinical observations were carried out on 30 minute intervals as per taco protocol. The pump noted completion of the unit however it was noted that a volume of blood still remained in the bag (approx. 20 - 30mls). The blood was stopped within 4 hour window, and clinical observations were stable following transfusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: examination carried out by: 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030002. 2.5 hours of operation: 22690. 2.6 further information: n/a. Investigation results: history inspection: the device history files were read out and analysed. An infusion was started with a rate of 84,58 ml/h and a volume of 196ml. During the infusion the pressure alarm occurred, eight times. The reason for the alarm could not be clarified. At the end of the infusion, 296,38 ml has been infused. No other abnormalities were found in the device history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device is slightly dirty, but no visible damage was found. Functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,33 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,66 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,12 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,05 bar (should be: 1,8-2,5 bar). Pmin: is: 1,79 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,85 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,62%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled, and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.